Event description:
A customer contacted beckman coulter regarding erratic digoxin results from one pt (a) and erroneously elevated digoxin result from another pt (b) that were generated by the unicel dxl 800 access instrument. Pt a: the customer indicated that a sample collected into a plain tube, without gel separators, was run on the dxl 800 4 times and the digoxin results were in the range of 2.62-4.12 ng/ml. The same samples was repeated on a different instrument in their lab and digoxin result was 2.20 ng/ml. A fresh sample collected into a tube with serum separators (sst) was tested twice on the dxl 800 and the digoxin results were 1.55 and 1.62 ng/ml. The customer tested this sample on another instrument and the digoxin results were 0.87 and 0.72 ng/ml. Pt b: the customer indicated that a sample collected into a plain tube, without gel separtors, was tested on the dxl 800 and the digoxin result was 2.85 ng/ml. The sample was re-tested on another instrument in their lab; the digoxin results were in the range of 0.86-0.97 ng/ml. A fresh sample was collected into a tube with serum separators and tested twice on dxl 800; the digoxin results were 0.87 and 0.92 ng/ml. The sample was retested on another instrument and digoxin results were 0.83 and 0.89 ng/ml. No additional event information was provided. The customer indicated that there was no change to pt treatment attributed to or contected with this event.